Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the integrated multi-sensor technology (imt) module, performed necessary alignments and ran imt diagnostic testing, which passed. The cse also ran imt quick check 1, imt calibration and dilution check, all of which passed. The cse ran quality controls and precision testing, which were acceptable. The cse cleaned and rebuilt the rotary valve and ran leak test, which passed. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the issue with the imt module resulted in air leaks, producing numerous imt liquid detect errors and e-verify errors. High fluid deltas observed during the time of event were also an indicator of air leaks in the imt system, which required maintenance. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The correct results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated na results.